Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) with absent vital signs, the device was unable to obtain an ECG signal via electrode pads. Complainant alleged that the clinician obtained another set of pads and the issue was not resolved. The clinician then obtained another device to continue treating the patient with the same pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs indicate that the device was not changed from leads view to pads view during the entirety of the event. The log suggest a patient was recognized through electrode pads connected to the patient. There is no information suggesting that this device was not capable of delivering therapy. The associated electrode pads were returned for evaluation and performed to specification. No trend is associated with reports of this type.